Event description:
The technician alleged that the side rail is not staying in the raised position. No pt impact.

Manufacturer narrative:
The technician found that the lower pivot bolts are missing on the side rail. The technician replaced the lower pivot bolts on the side rail to resolve the issue.